Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia event with a unknown blood glucose value. On (B)(6) 2024, customer's husband reported on instagram that customer almost passed away from using the pump. He alleged that she had a low and lost consciousness. He alleged that it was pumping insulin into her when it was not supposed to. He said the pump seal was leaking. Incident date is (B)(6) 2024 (same as notified date since no specific event date was given). Pump was used at the time of the low. Troubleshooting was not done as helpline could not reach customer. It was unknown whether the customer had been using the insulin pump within 48 hours of the reported incident and unknown whether the auto mode feature was active at the time of the incident. It was unknown whether the customer continue using the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.